Event description:
Reported via medwatch. It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed, and an unknown watchman delivery system (wds) was selected to be used. It was reported that during the procedure the closure device embolized. The event was initially discovered using a non-boston scientific (bsc) nuvision catheter and later confirmed by transthoracic echocardiography. The caller was unaware of any medical interventions provided to the patient and of the patient status. No further information was provided.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.